Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging between 45-48 mg/dl. Suspected cause was due to the customer not realizing the control iq software had not been turned on. Reportedly, the customer required assistance addressing bg level with carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.